Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy pacemaker system was explanted due to high out of range impedances above 2000 ohms due to lead fracture. During explant procedure, the rv lead caused other two leads to be explanted, the rv lead broke apart upon removal, but was successfully replaced. This right atrial (ra) lead is one of the two explanted leads. It was reported that this ra lead dislodged during the explant procedure, which lead to this lead being explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy pacemaker system was explanted due to high out of range impedances above 2000 ohms due to lead fracture. During explant procedure, the rv lead caused other two leads to be explanted, the rv lead broke apart upon removal, but was successfully replaced. This right atrial (ra) lead is one of the two explanted leads. It was reported that this ra lead dislodged during the explant procedure, which lead to this lead being explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory in two segments, severed 7cm from the terminal end. An x-ray analysis showed no fracture at terminal end but deformed/stretched on distal segment. /analysis found evidence of induced damage. The observed damage is not deemed to indicate product defect or malfunction - but likely occurred during normal use of the product.